Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and chest pain. It was also reported that "the value of brain natriuretic peptide (bnp) increased to 200 or more".the implantable pulse generator (ipg) was reprogrammed with replacement planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that following implantable pulse generator (ipg) reprogramming the patient experienced discomfort and developed pacemaker syndrome and increased brain natriuretic peptide (bnp) values resulting in heart failure. The implantable pulse generator (ipg) was explanted and replaced.